Manufacturer narrative:
Compromised force sensor system alarm during prime/delivery test due to cracked end cap. No missing end cap sticker noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during priming. Blood glucose level at the time of the incident was 128 mg/dl. Customer reported that he dropped the insulin pump and the dome label sticker fell off. Customer reported that he had the sticker taped on. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.